Event description:
Case was prolonged ICU with prolonged ventilation and feeding. Central venous catheter was placed on admission to ICU. The patient was suffering from major abdominal problems following surgery. Admitted to ICU in 2000. Transferred to another hospital in 2001. Died in 2001. Catheter placement was via right-sided subclavian vena puncture. Catheter was used for cvp and parenteral nutrition. The patient developed heparin-induced thrombocytopenia and thrombosis syndrome (hitts) so they changed from heparin to danaparoide. Similar symptoms to that of the first case occurred, i.e. Swelling of the arm, but in this case it was the right arm. Having experienced the first case, an echo-gram of the in-situ catheter were taken. This identified thrombus formations on the external surface of the catheter within the vena subclavia. No record exists of the catheter(s) or their lot numbers used. The patient died due to sepsis (staphylococcus).